Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient had a telemetry problem with their ins. It was noted that the last time the patient recharged their ins was last sunday. The patient could not feel the therapy. It was noted that the ins was overdischarged. Additional information received reported that the problem of establishing telemetry communication with or without the antenna persis ted. After palpating the implantable neurostimulator (ins), it was noticed that the ins was moving under the skin. They tried to establish telemetry communication with a recharger but no telemetry was possible. Antenna locate was performed and there was detection of the ins. Physician recharge mode was performed and now telemetry could be resumed. Suggests that the ins went to overdischarge. The issue was resolved.